Event description:
Reporter indicated the vns therapy system caused a patient's bi-polar disorder to act up. Follow up with the physician confirmed the vns did exacerbate the patient's bi-polar disorder and the device was programmed off; however, good faith attempts to obtain information clarifying if the depression, mania, or both aspects of the disease were exacerbated.